Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Unique identifier (UDI) number not applicable. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the patient presented with aches on area. After taking cbct, the implant was in the sinus with sinus infection.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This report is to correct an omission in the previous reported MFR-0002023141-2022-00592-1.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified no damage or signs of malfunction that would contribute to the event. Measurements of the device match drawing specifications functional testing to recreate the reported event could not be performed due to the nature of the device & event. The patient was noted to have moderate density (type ii) bone and hyperpneumatized sinus. The reported device was located on tooth # 14 and was used for approximately 7 years, 11 months. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the patient presented with aches on area. After taking cbct, the implant was in the sinus with sinus infection. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'